Manufacturer narrative:
11/18/1998- supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.